Event description:
The customer reported that the 840 ventilator had an erratic display. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the lcd or graphical user interface (gui) pcb. Covidien was not authorized to service the device.